Event description:
A surgeon performed a mitral valve replacement (mvr) procedure on a patient at the (B)(6) general hospital in taiwan. The surgeon installed the prosthetic mitral valve with sutures and secured those sutures with cor-knot® titanium fasteners. The hospital reported that, during the mvr procedure, the "fastener didn't fully be squeezed, so that the fastener fell off into the heart". The hospital also reported that a portable "c-arm machine" was used to check the position of the loose fastener, but "the position was difficult to retrieve" through the minimally invasive access. As reported to the manufacturer, "the surgeon chose to give up first and then [the patient] went to the intensive care unit for observation after closing the wound." As further reported, the surgeon decided to re-operate through a thoracotomy on the patient that same evening to retrieve the non-recovered titanium fastener. The surgeon was able to retrieve the fastener from the patient's heart. The patient was reported to be "vital sign stable, no damage".

Manufacturer narrative:
Note: since we are unable to paste photographs or charts into this form, we are also attaching a separate pdf document with this report which includes the figures to which we refer in this document. Please see the attached separate pdf filed entitled, "incident report images for medwatch pdf" to view any associated figures. Cor-knot® titanium fasteners are used to secure suture in general and cardiovascular surgical applications. In practice, the user loads a cor-knot® quick load® unit comprising a hollow cor-knot® titanium fastener and a wire snare into the distal tip of a cor-knot® device. The user ensures the titanium fastener is fully loaded, and then pulls the snare to draw suture ends through the titanium fastener loaded in the cor-knot® device. The snare is set aside, and the user gently slides the distal tip of the loaded cor-knot® device over the suture down to a targeted site. The user orients the device appropriately and tensions the suture as desired. The user then squeezes a lever on the cor-knot® device to crimp the titanium fastener onto the suture and trim the suture tails. The crimped cor-knot® fastener secures the suture. The instructions for use (IFU) also states that the surgeon should: "inspect each cor-knot® fastener and it's suture tails" (precaution, IFU p.2) and again "inspect cor-knot® fastener" (illustration 12, IFU p.3). Figure 1, below, is a collection of illustrations and images from the cor-knot® instructions for use (IFU) which show correctly crimped fasteners. Figure 1 in this document shows an image of fig. 3 from the IFU clearly showing the shape of a correctly formed crimped fastener. IFU fig. 3 shows an enlarged and "actual size" fastener. [Placeholder for figure 1: illustrations and images from the cor-knot® instructions for use which show correctly crimped fasteners.] The taiwanese product distributor sent us the retrieved fastener removed during the re-operation along with the two cor-knot® devices used during mvr procedure for evaluation. Figure 2 shows top and bottom views of the returned fastener as compared to similar views of a well-crimped fastener; the returned fastener was inadequately crimped on the extreme edge of the cylindrical portion of the fastener instead of at the middle of the cylinder as achieved with proper loading and use of this product. [Placeholder for figure 2: top and bottom views of the returned fastener as compared to a well-crimped fastener.] Two cor-knot® devices are included in each cor-knot® device kit. Both cor-knot® devices from the kit used in the reported surgical procedure were returned for evaluation. Both of the returned cor-knot® devices worked as designed and intended; both demonstrating excellent functionality, including crimping: cor-knot® titanium fasteners were able to be loaded with ease. Before crimping, all titanium fasteners were properly retained by both devices. Sutures were easily loaded through the fasteners in the devices. Complete squeezing of the cor-knot® device levers resulted in formation of fully crimped titanium fasteners on the sutures. The suture ends were properly trimmed. Resultant crimped fasteners released easily from the cor-knot® devices after the device levers were released. Additionally, the resultant crimped fasteners on the suture demonstrated excellent suture holding forces. The returned cor-knot® devices both had suture holding forces (which we refer to as "knot pull-apart" force) above specification. The targeted knot pull-apart force is twice the usp knot pull-apart value for hand-tied knots; thus ensuring the suture ends are held very securely. In summary, both returned cor-knot® devices worked as designed and intended; both properly secured suture in multiple tests. Since the returned cor-knot® devices worked properly, it is our conclusion that the inadequately crimped titanium fastener retrieved from the patient was the result of the fastener not being properly loaded during the placement on that suture in question in the first surgical procedure. Note: a video also provided by the surgeon clearly shows both devices in use; if the surgeon followed the common practice of alternating devices during use, the first device was used for 5 fastener placements and the second for 4 fastener placements. The first device placed 5 properly crimped fasteners. The second device placed 1 inadequately crimped fastener, followed by 3 well-crimped and secured additional fasteners. As instructed in the cor-knot® instructions for use, after loading the titanium fastener, step 4a/b is to "inspect to ensure that the cor-knot® fastener is well loaded and fully seated." Figure 3 shows a corresponding image from the instructions for use which shows an example of a fully seated titanium fastener. At this stage in the instructions, the titanium fastener still has a wire snare present therein. [Placeholder for figure 3: example of a fully seated titanium fastener in the end of a cor-knot® device, from the cor-knot® instructions for use, when the fastener has first been loaded and still has the wire snare present therein.] Later in the instructions for use, after the wire snare has been used to draw suture ends through the loaded titanium fastener, step 8b instructs the user to "inspect to ensure fastener is fully seated in distal device tip." Figure 4 shows a corresponding image from the instructions for use which again shows an example of a fully seated titanium fastener. [Placeholder for figure 4: example of a fully seated titanium fastener in the end of a cor-knot® device, from the cor-knot® instructions for use, after suture has been drawn through the loaded fastener.] In the event that a titanium fastener is not fully seated, our instructions for use also provide a precaution which says, "if the cor-knot® fastener falls out of tip or is not properly loaded, retrieve loose fastener, reload with new fastener and start again." The engineering evaluation of the returned cor-knot® devices confirmed that both devices properly retained the loaded, uncrimped titanium fasteners. Therefore, it appears that the retrieved titanium fastener which was barely crimped on one end was the result of the fastener not having been fully loaded before it was deployed and crimped. When the user squeezed the device lever to crimp the titanium fastener and trim the suture ends, only the very end of the fastener was crimped because that was the only portion of the fastener inserted into the crimping mechanism in the distal tip of the device. In the video of the mvr surgical procedure provided by the surgeon, the cor-knot® titanium fasteners were shown deployed onto the sutures around a prosthetic valve sewing cuff. The video showed the placement of nine titanium fasteners. The fastener which ended up not being fully crimped was the second of the nine fasteners. Surgeons usually alternate between the two cor-knot® devices in the device kit, so it is a reasonable assumption that fasteners 4, 6, and 8 were also placed with the same device which placed the second fastener. Since fasteners 4, 6, and 8 as well as fasteners 1, 3, 5, 7, and 9 appeared properly crimped, this further supports the analysis that cor-knot® devices used in this initial operation functioned properly when properly loaded and reinforces the conclusion that the fastener in question was not loaded properly. Unfortunately, both the person loading the device and the surgeon did not appear to check to ensure the fastener was properly loaded as directed repeatedly in the instructions for use. As we reviewed the video of the surgical procedure, we noted that the fastener in question (the second fastener placed or the first fastener placed by the second device) visibly separated from its suture ends around the time that the fifth fastener was secured. There was no indication at that time that the surgeon noticed the fastener was loose. However, after the surgeon placed the ninth fastener, a grasper is seen in the video and used to examine the loose suture ends from the second fastener and to probe the vicinity of the suturing site, presumably to look for the titanium fastener. Please note in addition to the video revealing the inappropriately crimped fastener falling off of the suture, the freed fastener is seen multiple times while the surgeon is securing the subsequently placed fasteners. As reported to us, the surgeon did not initially retrieve the loose titanium fastener. The valve replacement was completed, the patient was taken off bypass, closed, and moved to the intensive care unit for observation. The distributor reported that later that evening, the surgeon performed a second surgical procedure, this time through a traditional thoracotomy, to retrieve the previously unremoved free fastener. More than 13,072,000 cor-knot® titanium fasteners have been used in cardiac surgery worldwide since 2011. This is the first report of a partially crimped, loose fastener being left inside of a patient. While this is an exceptionally low occurrence rate of 0.00001% (1 in 13.072 million), we are reporting this event because the surgeon elected to finish the first operation and restart the patient's heart without removal of this potentially embolic unattached foreign body within the circulating blood; such a choice made by this surgeon could subject the patient to the risk that the loose titanium fastener might be flushed from the heart and embolize to somewhere else in the body. The patient remained stable, with no reported damage. Fortunately, the loose fastener did not embolize and was subsequently retrieved from the patient's heart during the re-operation. In conclusion, this is not an issue with the cor-knot® device. We evaluated both devices used in this procedure, and they both worked as designed and intended. The cor-knot® instructions for use require adequate loading of each fastener and multiple checks to ensure the fasteners are properly seated within the device tip prior to crimping. Further, the instructions for use requires that each crimped fastener is inspected. However, for this event, the fastener loading appears incomplete. Apparently, none of the inspections were properly conducted. The reported event is extremely rare. While the patient required a re-operation to remove the partially crimped fastener left behind during the first operation, the patient reportedly had no harm and recovered well.